Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt did not find any obvious anomaly, such as a break, in the appearance. An attempt to let saline solution to flow into the reservoir from the venous blood inlet port by gravity drop found that saline solution would not flow into the reservoir easily. Subsequently the venous filter was inspected for the state of the inside by transmitting the light through the filter. It was found that the tube placed inside the venous fitler had a bend at approximately 1500ml of the fluid surface level graduations. The actual sample was then rinsed and the venous filter was inspected again for the state of the inside by transmitting the light through the filter. It was found that the tube had been caught in one of the bones of the supportive framework housed inside the filter. The venous filter was disassembled. It was revealed that the tube had been bent with no disconnection of the tubes at the joints. Based on the investigation result, it is likely that the bend generated on the tube placed inside the venous filter prevented the blood influx into the reservoir, resulting in the reported insufficient blood flow rate. In the production process, the reservoir is assembled in the following order. 1) bond the venous blood inlet tubes to the reservoir lid. 2) put the supportive framework over the tubes, while inspecting the tubes for any anomaly, including a bend. 3) put the filter mesh over the supportive framework. In the case with the actual sample, the scenario below can be inferred. After above steps no. 1-3, when the reservoir shell was fitted with the lid, due to careless product handling, the supportive framework became out of position. When the position was corrected, some force was generated and the tube became bent by it. Subsequently, visual inspection for the state of the tubes inside the venous filter under a fluorescent light failed to detect the defective unit. A review of the device history record and product release decision control sheet from the reported product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lo number combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a restriction in flow when using the capiox device during a procedure. Follow up communication with the user facility confirmed the following information: after normal priming at flow rate 3000ml/min. When the pump was ran to start the cpb, the venous return was not good, the max. Blood flow was only about 2000ml/min. A y type connector was used to return the venous blood to cr, the blood flow increased and met clinical requirements. The operation ended successfully. It was reported there was no harm to the patient.